Event description:
It was reported that while prior to using the guidewire, it was prepared and flushed with saline. Upon flushing, the user observed coating particles in the flush liquid. Another of the same device was used to complete the procedure, and there were no patient complications.